Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. She had a ventral hernia repair on (B)(6) 2013 and a mesh was excised, the abdominal wall and small bowel were found adhered to the mesh, and mesh was implanted. On (B)(6) 2013 the patient had a revision surgery to remove portions of the mesh and dense adhesions were found connecting the bowel to the mesh. It was reported that the patient experiences pain, nausea, diarrhea, chills, inflammation, loss of appetite, and weight loss. No additional information was provided.